Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. It was reported that the battery depleted from 30% to 1% within 4 hours. The customer¿s blood glucose was 240 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.